Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. During the initial procedure, the physician placed a taxus liberte 3.0x16mm drug eluting stent to the 80% stenosed lesion located in the mid ramus interventricularis anterior (riva) artery. The vessel was pre-dilated, unk type and size, the stent was deployed to 12 atm's, no post-dilation. The patient was given the usual dose of clopidrogrel and continued on this daily until day three post procedure at which time he presented with cold sweats and difficulty breathing. A thrombosis was diagnosed via ptca procedure and the physician placed a cypher stent, unk size, to complete the procedure. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failue analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8628927 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.